Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited loss of capture and loss of sensing. The lead was not used and a new lead was implanted. The patient was doing well post procedure and would continue to be monitored.